Event description:
It was reported that wound drainage hemovac got disconnected from the reservoir as patient was trying to mobilize.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used closed wound suction evacuator. Visual inspection of the sample noted using wound suction evacuator to attempt suction, evacuator suctioned with no difficulties and the tubing did not disconnect as suctioning occurred. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the lot number is unknown. As the reported event is unconfirmed a labeling review is not required. Correction: d , h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that wound drainage hemovac got disconnected from the reservoir as patient was trying to mobilize.